Event description:
The customer reported difficulty deflating the cuff on the tube. This was discovered during pt use where extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
No sample and/lot will be made available for investigation. Info has been added to the database for trending purposes.